Event description:
During an atherectomy of the right sfa, while advancing the atherectomy device, it appears that the spiderfx basket stayed fixated to the wall, but the wire advanced past the basket. Pulling back on the wire only retracted the basket. While attempting to straighten out the wire by slowly advancing a .035 catheter and holding tension, the wire snapped at the proximal marker band by the mouth of the spider. A snare technique did not work but ultimately the spider was successfully retrieved by deploying a second spider (6mm) distal to the detached spider and pulling both back into the sheath for full capture.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.